Event description:
Reporter alleged the customer obtained a result of 100 mg/dl on the advantage system while experiencing a seizure. Reporter stated that when the ambulance arrived, another reading of 17 mg/dl was obtained over 10 minutes later on their system. Reporter did not provide the treatment administered to the customer. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.